Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to unspecified reasons. A new 18cm x 12.5 mm app device was implanted. It was further reported that the app was explanted due to a fluid leak. The implant wouldn't get rigid and stay rigid. The device was malfunctioning. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.